Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction alarm. During troubleshooting with tandem technical support, the alarm was able to be cleared. Customer had elevated blood glucose (bg) levels reaching over 600 mg/dl. Customer administered manual injections to address elevated bg levels.